Event description:
It was reported that a user of the ilet experienced rising blood glucose after announcing lunch, with a reported reading of 241 mg/dl, while using a 6 mm cannula; visual inspection of supplies did not reveal kinking or leakage, and the user subsequently performed a site change. Symptoms included hyperglycemia. Outcomes included user-performed troubleshooting and education with no alarms reported and no medical intervention or hospitalization. Investigation included a phone-based assessment and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction, with the cause of hyperglycemia remaining unclear following user site change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.